Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered an alert for high out of range pace impedances on the right ventricular (rv) lead. The impedances were stable around 600-700 ohms, then jumps up to 1200 ohms were seen. The impedances then became out of range at 2074 ohms and triggered a lead safety switch. The patient was seen in clinic. The pacemaker was reprogrammed back to bipolar and they tried to reproduce the out of range values; however, that was not successful. At this time, the products remain in service and this device was programmed to unipolar pacing and bipolar sensing. The rv lead is a competitor's product. No adverse patient effects were reported.